Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported during a revision of a hip arthroplasty, the liner would not seat in the cup.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Based on information received, previous damage of the locking mechanism of the cup caused during a liner removal is considered to be the root cause that contributed to the reported issue of "liner not seating in the cup". If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was further reported that the liner wouldn't seat into cup due to locking mechanism being damaged during liner removal.